Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received two inappropriate shocks from the ICD that were attributed to rv lead dislodgement. Subsequently, surgical intervention was undertaken to explant and replace the lead.the patient is in good condition.